Event description:
Additional information was received that the patient's device had reached end of service pulse disabled condition and no longer delivering therapy. The generator was replaced on 02/15/2016. Additional programming history was decoded and showed that the device was likely not hit with electrocautery at the time of implant. Battery voltage on (B)(6) 2016 appears to be 1.744 v, and the device was at an eos condition. The explanted generator has not been received for analysis to date.

Manufacturer narrative:
(B)(4). Suspect device UDI, corrected data: the initial report inadvertently did not report this information.

Event description:
Review of the device programming history was performed. Decoded data with battery voltage and percent consumption for available visits on (B)(6) 2015 was reviewed. Based on the available history, it is unclear what the cause of the 25% battery status indicator is which was first observed on (B)(6) 2015 and was observed again on (B)(6) 2015. No additional relevant information has been received to date.

Event description:
The explanted generator was received by the manufacturer for analysis. Product analysis of the explanted and returned device was performed. Attempts were made to receive the ram and flash data from the generator; however, the attempts were unsuccessful due to low battery voltage. Manual review of the data indicated that the pulse disabled byte was set to a value that represents a vbat<eos threshold condition, and the last automeasure diagvbat was 1.505 volts. Visual examination performed at the burn marks observed on the pulse generator can at the header attach area, which indicated that the pulse generator may have been exposed to an electro-cautery tool. No other surface abnormalities were noted on the device. System diagnostics could not be performed successfully due to the end of service (eos) warning during test. A final electrical test tests could not be performed due to the eos condition. The generator was opened, and the battery voltage was 1.657 volts as measured with the can removed and battery still attached to the printed circuit board (pcb). The voltage across the series resistor was 311 micro volts, 31.1 micro amps. The battery was removed from the module and connected to a 3.0 volt power supply. The current drain in the off mode was 48 microamps. The module was connected to a bench battery and the ram and flash data from the generator was downloaded. Sense delay testing was also performed: sense delay starts were observed (2.0 seconds and 2.8 seconds); however, these are not anomalous. A final electrical test was performed. A comprehensive automated electrical evaluation showed that the pulse generator (in 'final' configuration) performed according to functional specifications. The pulse generator module was subjected to a post burn-in electrical test and failed several electrical tests: supply current off (42.113 ¿a), supply current 2ma (782.279 ¿a), and trim diagon current. The module was connected to a power supply set, while monitoring the supply current off mode. A diamond scribe was used to cut between traces on the edge of the board. While cutting is was observed that the current drain would drop when cuts were made between various traces which indicate multiple current paths on the edge of the board. Based on analysis performed, the high current drain was isolated to excessive leakage current on the module.

Event description:
It was reported that the patient's generator was showing 25% battery status indicator at a follow-up appointment on (B)(6) 2015. The device was implanted on (B)(6) 2015. It is not known if cautery was used during the surgery after the generator was introduced into the sterile field. The auto-stimulation feature was programmed off on this visit. The programming data was received from the office visit on (B)(6) 2015 and reviewed by the manufacturer. The device battery voltage and battery capacity consumed does not correlate with 25% battery remaining battery status indicator observed at the clinic visit. The data from (B)(6) 2015 indicates approximately 8.98% battery capacity consumed. The patient's device was checked on (B)(6) 2015, and the battery status indicator was at 25%. The auto-stimulation feature was kept programmed off. No additional relevant information has been received to date.

Manufacturer narrative:
Age at time of event: the supplemental report #3 inadvertently did not report the correct age. Date of event: the supplemental report #3 inadvertently did not report the correct age.

Event description:
It was reported that the patient is doing well. As a result, the patient did not have a follow-up appointment as of (B)(6) 2015 to retest the device battery status. No additional relevant information has been received to date.